Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the extracorporeal tubing. Therapy was immediately stopped when blood was seen in the tubing. There was no reported injury to the patient.

Manufacturer narrative:
Section d - device available for eval? From: yes, to: no. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the extracorporeal tubing. Therapy was immediately stopped when blood was seen in the tubing. There was no reported injury to the patient.

Manufacturer narrative:
Additional information evaluation method codes added: historical data analysis; (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). .

Manufacturer narrative:
Event site postal code: (B)(6). Full event site name: (B)(6) hospitals and research centre. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the extracorporeal tubing. Therapy was immediately stopped when blood was seen in the tubing. There was no reported injury to the patient.